Event description:
It was reported that intermittent occlusion alarms occurred. Customer declined troubleshooting from tandem technical support. Customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.